Manufacturer narrative:
(B) (6). The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B) (6) 2010. According to the complainant, during hysteroscopy, the patient was dilated to 8 mm. Subsequent to dilation, a perforation was noted and the procedure was aborted. Clinical follow up information revealed procedure set functioned as intended, there was no indication of overdilation, the perforation was approximately 8 mm and a fluid loss alarm was generated 10 second into procedure, saline never heated above 32c. There were no further complications reported with this event and the patient's condition is reported to be "fine".